Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
During resident's transfer from chair to bed using maxi sky 2 passive ceiling lift, and the sling, the resident slipped out of the sling, and fell few centimetres to the bed. No injury was sustained.

Manufacturer narrative:
On (B)(6) 2019 arjo was made aware of an incident with arjo maxi sky 2 ceiling lift involvement. Following information provided, during resident¿s transfer from chair to bed using maxi sky 2 passive ceiling lift and the sling, the resident slipped out of the sling and fell few centimetres to the bed. No injury was sustained. Arjo qualified representative visited the customer after event to collect additional information. No unexpected behaviour of the patient during transfer was reported. It is unknown in what position the patient was transferred. No fault was found within maxi sky 2 ceiling lift or the spreader bar. It was used with a loop sling manufactured by a third party company (liko) with unreadable label, therefore sling size or serial number could not be determined. The maxi sky 2 instructions for use (IFU, document number 001-15698-en rev. 8 dated on 2017-jun) warns that only parts designated by arjohuntleigh should be used on products supplied by arjohuntleigh. Liko sling was not authorized for use with maxi sky 2 ceiling lift. The customer did not provide any further details regarding the event circumstances, therefore it is unknown why the patient fell from the sling, but using non-authorized sling in combination with arjo ceiling device is against maxi sky 2 instructions for use and might be a contributing factor. In summary, the maxi sky 2 ceiling lift in combination with non-authorized loop sling was used as a system for transferring the resident and played a role in the reported event. The evaluation of arjo maxi sky 2 shown no technical deficiency within the device, however the patient slid out of sling and from that perspective system did not work as intended. Although no injury was sustained, the complaint was decided to be reportable in abundance of caution due to indication of a patient slipping out of the sling and fall. Such situation could lead to a serious injury upon reoccurrence.

Manufacturer narrative:
On 2019-dec-09 photos of the sling were provided, but it was not recognized as arjo product. Arjo is making attempts to contact the customer and recieve more information about this incident. Visit at the facility to perform full device inspection is planned. Additional information will be provided upon conclusions of the investigation.